Manufacturer narrative:
Approximate age of device - 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient presented in clinic with elevated white blood cells and chills. The manufacturer¿s technical service representative reviewed supplied system log files and observed power and flow levels trending upward with pulsatility index trending downward. The event history was found to be normal. On (B)(6) 2018, it was reported that the patient underwent a pump exchange. Thrombus was found throughout the lvad. Additional information has been requested but not provided.

Manufacturer narrative:
Manufacture's investigation conclusion: the report of thrombus ¿layered on inner lumen of inflow cannula, on front bearing, and on rear bearing¿ could not be confirmed through this evaluation. The pump was ultimately exchanged on 6/18/2018 and thrombus was confirmed at explant. Heartmate ii lvas, serial number (B)(4), was not returned to abbott for evaluation (reference MFR# 2916596-2018-02584). Analysis of the log files provided by the account confirmed transient elevations in pump power and flow. However, the pump remained above the low-speed limit and appeared to be functioning as intended. Based on experience with the hmii lvas and similar reported events, power elevations coupled with clinical symptoms can be indicative of device thrombosis; however, a direct correlation to the transient elevations observed in the submitted log files and the report of thrombus within the pump could not conclusively be established through this evaluation. The hmii lvas IFU lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Section 1 also contains information regarding pump speed, power, flow, and pi. Section 6 "patient care and management" outlines the recommended anticoagulation therapy and inr range. This section also outlines indications of pump thrombosis, as well as how to respond to such events. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.